Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the root cause could not be determined. The product returned for evaluation was a dual lumen powerpicc catheter. Use residue was abundant throughout the sample. A crack was observed around the width of the molded joint and the crack extended down the middle of the base of one of the suture wings. Microscopic inspection of the crack revealed it was jagged and uneven. The crack appeared to be the result of brittle material failure; however, other factors may have also contributed such as incompatible chemicals or securement techniques. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a double-lumen power PICC catheter partially ruptured on the wing. No other information was provided. Additional information provided 08/12/2024: the disinfectants used by the facility are: chlorhexidine gluconate ethanol skin disinfectant (chlorhexidine gluconate ethanol 1.8%-2.2%, ethanol 63%-77%), medical disinfectant alcohol cotton swabs (alcohol 75%), chlorhexidine cotton swabs (chlorhexidine gluconate 2.0%).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported a double-lumen power PICC catheter partially ruptured on the wing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a double-lumen power PICC catheter partially ruptured on the wing. No other information was provided. Additional information provided 08/12/2024: the disinfectants used by the facility are: chlorhexidine gluconate ethanol skin disinfectant (chlorhexidine gluconate ethanol 1.8%-2.2%, ethanol 63%-77%), medical disinfectant alcohol cotton swabs (alcohol 75%), chlorhexidine cotton swabs (chlorhexidine gluconate 2.0%).